Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator urge incontinence and fecal incontinence. It was reported that trial patient had extreme pain in the pelvic area when they woke up the morning of the report, and has not urinated since 11:55 pm last night. They were having the urge but no urination. During call, trial patient turned off machine and increased stimulation up to 1.8 and there was no more pain. No further complications reported.